Event description:
During a laparoscopic gastric bypass, the grasper opened but would not close. Three atraumatic graspers are typically used for this procedure. Surgery prolonged for 25 minutes while trying to locate another instrument. The patient suffered no adverse effects of the incident.